Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a hemostasis procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, the tip of the probe broke off into the patient. The procedure was completed with another of the same type of device. No further information was available, regarding the status of the patient post-procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.